Manufacturer narrative:
Other, other text: additional information received : (patient details were updated. It was unknown or not reported if there was a patient injury. Medical intervention was unknown or not reported. It was unknown or not reported if the patient received medical treatment. The outcome of the event was resolved.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause is the downstream occlusion sensor; however, this cannot be confirmed as no product was returned for investigation. No serial number was provided; therefore, a device history record (DHR) review could not be conducted. D4: catalog number, serial number, and UDI number is unknown; h4: unknown, corrected.

Event description:
It was reported that the new pump we just sent stopped working overnight. Patient woke up and was pale. Her infusion stopped at some point overnight, unknown what time or for how long she was without infusion, patient could not hear beeping. The patient's daughter stated that the pump was beeping and just said stop on the screen. No other messages displayed. The patient was able to switch to back up pump to continue infusion. No other side effects reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.